Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. External insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted at 50.6 cm to 50.7 cm and 50.9 cm to 51.2 cm..

Event description:
This report is to advise of an event observed during analysis.